Manufacturer narrative:
No patient involvement was reported. Device was received damaged and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) screws were missing in a pouch when it was out of the package on (B)(6) 2018. There was only a nut inside and it can't be used. No patient involvement. This report is for one (1) low profile neuro screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 400.834s; lot: l549788; manufacturing site: bettlach; release to warehouse date: september 01, 2017; expiry date: august 01, 2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Manufacturing location: monument; manufacturing date: march 30, 2017; part: 400.834.05; ti low profile neuro screw self-drilling 4mm; lot: h334649 (non-sterile); lot quantity: 235 work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Component part(s) reviewed: part: 210015; tialnbri4.00; lot: h275132; lot quantity: 2,005 lbs. Certificate of test received from perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Selected flows 1 for labeling & packaging and 5 for broken investigation site: cq zuchwil; flow 1 for packaging visual inspection: only the outer packages made from carton in opened condition were received for investigation. The sterile plastic containers for the screws were not received. The two "nuts", so called by the chinese reporter, are two screw heads with broken off and missing threaded shaft. Supposedly these are the screws which were in the package of reported parts 400.834s with lot number l549788. Summary: the complaint condition for incorrect quantity in sealed original packaging cannot be confirmed as only the outer packages in opened condition were received for investigation and as the two ¿nuts¿ (so called from the original reporter) are indeed two screw heads with broken off and missing threaded shafts. The investigation shows that both screw heads are in used condition as the cross recess show marks from screwdrivers and therefore cannot be related to a manufacturing issue. As the complaint cannot be confirmed for packaging issue the in the investigation flow listed remaining investigation steps, document/specification review and dimensional inspection are not required. Flow 5 for broken visual investigation: two screw heads of broken cranial-screws plusdrive ø1.6 self-drill l4 were received for investigation. The complete lengths of the threaded shafts broke off and are missing. Dimensional inspection: because of the existing use related damage on the available implants and the missing broken off portion, a dimensional inspection cannot be conducted and is not required per selected investigation flow. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no drawing/specification review is required per selected investigation flow. Material review: the manufacturing documents were reviewed, and the used material confirmed to the specifications. Summary: the investigation shows that both screw heads are in used condition as the cross recess show marks and displaced material from screw drivers. The fracture surface is homogeneous and shows the typical appearance of a forced rupture. The device history review shows that the implant met fully to our specifications at the time of manufacturing and distributing and there were no issues that would contribute to this complaint condition. The low profile neuro instructions for use contains the following warning note: ¿these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique).¿ the exact root cause of this event cannot be determined. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon manufacturer receipt and investigation of the devices, it was determined that the two "nuts" are actually two screw heads with broken off and missing threaded shaft.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products. Device evaluated by MFR: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.